Event description:
In 2009, the pt reported that his blood glucose measured "hi" on his blood glucose monitor. He went to the fire department and requested they test his blood glucose and it measured 453 mg/dl. He stated that he changed his infusion site one day prior, and he began using a shorter cannula. Elevated blood glucose of over 200 mg/dl began after the infusion site change. He stated that he has used an extra 100 units of insulin in an attempt to lower his blood glucose. At the time of the report his blood glucose still measured "hi" on his blood glucose monitor. He stated that he did receive one e4 (occlusion) error which was cleared and did not recur. He stated that he changed his infusion site again as a precaution and if his blood glucose does not decrease in an hour he will switch to his backup infusion device. Upon follow up two days later, the pt stated that his blood glucose had returned to normal and his last blood glucose reading was 116 mg/dl. He believes the infusion site cannula was either bent, too short, or the infusion site was not a good area for him. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.